Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's power cable was evaluated and identified as requiring replacement. Service representative advised the customer to have the power cable replaced. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system would intermittently turn on and off during use. No patient serious injury or death was reported related to this event.